Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2013-03159, and medwatch 2210968-2013-03160. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh, proctoscopy, cystoscopy, cystotomy, removal of bladder mesh, closure and repair of the bladder and placement of ureteric stents prior to the cystotomy on (B)(6) 2012.

Manufacturer narrative:
(B)(4) - reason for surgery: mixed urinary incontinence, vaginal prolapse, complete cystocele, rectocele, enterocele concurrent procedures: sacrocolpopexy, posterior repair of vaginal cuff, bso it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, dyspareunia and depression/anxiety. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. (B)(4).